Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was completely dead. The customer¿s blood glucose level was 4.7 mmol/l at the time of the incident. The customer received a low battery alert and replaced the battery but the display did not return. The screen of the device was flashing. The customer was assisted with troubleshooting and mentioned there was a missing piece in the battery cap. Customer was advised the insulin pump will need to be replaced and revert to a back-up plan per healthcare provider's instruction. The device will not be returned for analysis.